Event description:
Covidien was notified by the prosecutor's office in (B)(6) that the patient's wife reported to them that her husband was on a ventilator at a user facility. There was a power outage at the facility, the ventilator shut down and did not alarm. The report indicates that the patient was unattended at the time of the power outage and there was no additional patient monitoring in use at the of the incident. The patient died. Additional information regarding the patient's condition was asked but unknown. At the request of the prosecutor's office in (B)(6), a covidien customer support engineer (cse) inspected and tested the device at the user facility. Visual inspection showed contamination and dust inside the ventilator causing obstruction of the fan system. The ventilator passed the quick and extended self test. The performance verification tests showed correct operating parameters except for the back-up battery ram test and power disconnect alarm failed. The service report indicates that the ventilator's back-up battery was totally discharged at the time of the testing.

Manufacturer narrative:
Review of the service report shows that replacement of the back up battery was recommended at the 10k pneumatics preventive maintenance (pm) service in 2006, but the recommendation of an external technical service provider was not implemented. Also, the limit of the compressor without 10k pm was exceeded. Covidien is not the service provider for this device. Due to the technical condition, safety reasons and its age, covidien service personnel recommended to withdraw the unit from use. If additional information is obtained, a supplemental report will be issued. (B)(4).